Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: deflation and concern for textured implant device.

Event description:
Patient reported "deflation" and "concern with the product" against left device. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat and white calcification on the surface of the shell. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify puncture opening in the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: three puncture opening on posterior due to surgical damage like.

Event description:
The device has been explanted.